Manufacturer narrative:
No report of patient involvement. Year of manufacture is 1994; month is not known. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. A leak was found in the flush valve. Due to the age of the machine, the customer pulled the machine from patient use and no repair was done.

Event description:
The hospital reported that gas flowing through the machine was not as expected. There was no report of patient involvement.